Manufacturer narrative:
The returned lens was inspected at 10x microscope magnification. Lens has surface residuals adhered to both side of optic body compatible with handling the lens in an unsterile environment. Lens was visually inspected and no other cosmetic defect was found. Lens was inspected for optical properties and showed the lens diopter was within specification. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report from a surgery center that a male patient had an intraocular lens explanted due to post-surgical unexpected refractive error.

Manufacturer narrative:
All pertinent information available to amo has been submitted.